Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: (lot #248203), date: (B)(6) 2011; pts inratio: 5.2. (Lot# 239276), date: (B)(6) 2011; nurses inratio2: 1.6. Tests done within 5 minutes. Nurse performed the test. No signs of bruising or bleeding. No lab test was performed.

Manufacturer narrative:
Investigation pending.